Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Boston scientific technical services (ts) discussed threshold in latitude with health care professional (hcp). This rv lead was surgically abandoned. A new rv lead was placed. No additional adverse patient effects were reported.